Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory diseases. The patient did report to receive medical intervention and was hospitalized in the intensive care unit and had several medical tests. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.